Manufacturer narrative:
(B)(4). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with peritoneal dialysis therapy. The peritonitis was manifested by cloudy effluent. The cause of the peritonitis was unknown. On an unreported date, the patient was treated with unspecified antibiotic(s) (route, medication, dosage, frequency, and duration not reported) for the peritonitis event. Dianeal therapy was reported to be ongoing, but on an unreported date in the same month as the peritonitis onset, the patient also began hemodialysis therapy. The patient was not recovered from the peritonitis event. No additional information is available.